Manufacturer narrative:
The reported condition could not be confirmed and the device tested within specifications. A secondary condition of leaks was observed during evaluation at the investigation lab. The leaks condition could not be confirmed by engineering at the manufacturing plant.

Event description:
Procedure: lap gastric bypass. According to the reporter: surgeon fired the endo gia five times and successfully removed the stapler through the 12mm port each time. A sixth reload was attached, the surgeon placed the device into the patient through the 12mm vs port. Once in, he realized he needed to perform more dissection before attempting to use the reload. As he was removing the stapler, to make room for dissecting instrumentation, he noticed great difficulty removing the stapler through the port. The surgeon removed both the stapler and the port and on inspection noticed the stapler, at the section where the handle shaft meets the reload was getting caught up at the distal end of the trocar, where it tapers off. The surgeon asked for a new handle and trocar and continued the case without issue. No negative reports for the patient. The difficulty did not result in an unintended colostomy, formal laparotomy, or re-operation. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Surgeon used a new handle and vport to continue the case without issue. They didn't write down the lot for the 12mm trocar.

Manufacturer narrative:
(B)(4).